Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient arrived at the hospital after experiencing a fall. The patient's right ventricular (rv) lead had loss of capture intermittently at higher outputs and review of the impedance trend data revealed a pacing impedance increase. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.